Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken grip near the top of the clip applier. A piece measuring approximately 0.079" x 0.090" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the medium-large clip applier instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted they are not aware of such malfunction during a case. Customer is unsure if the instrument was is broken during cleaning or in the or and on 1/5 since they had robot cases that day for service and no clip appliers were used.

Event description:
Refer to h10/h11 for follow-up information.